Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products is identified in d2. H10: the lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigating is inconclusive for component missing. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model 0603870c implanted ports reportedly experienced component missing. This report was received from one source. This malfunction did not involve a patient as there was no patient contact. The 46 year old female patient is 51 kgs.

Manufacturer narrative:
The catalog number has not been cleared in the u.s., but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. As the lot number for the device was provided, a lot history review will be performed. The return of the sample is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model 0603870c implanted ports reportedly experienced component missing. This report was received from one source. This malfunction did not involve a patient as there was no patient contact. The (B)(6) year old female patient is (B)(6) kgs.